Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. No further info is available on the repair of the bed at this time. If any add'l relevant info is identified following completion of the repair, the add'l relevant info will be submitted in a supplemental report.

Event description:
The account reported the stretcher will set into the brake position but the brake caster will not hold. The stretcher was located in the shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).